Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that upon opening the 355sd instrument package, it was noticed that there was no blade. Another instrument was used to complete the case. There was no consequence to the pt.